Event description:
The customer contact reported a separation. It was reported that the male adapter of an unspecified syringe was connected to the clave port on the tubing set to deliver an unspecified volume of normal saline to prime the tubing set. It was reported that during priming of the tubing set, the tubing set separated from the clave port of the tubing set. The tubing set was replaced and the therapy was resumed. Though requested no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.